Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter remote was reverting to the "set up mode" when attempting to do a blood test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient alleged on (B)(6) 2011, between 5:30-6:30pm, she was unable perform a test on the subject meter due to it going to in to settings mode instead of the testing mode. The patient manages her diabetes with insulin pump therapy (unknown type/dose) and stated, she took her usual dose of medication when the alleged issue occurred. The patient claimed that after not being able to test on the subject device throughout the day, she developed symptoms of "high blood sugar and felt hot, nauseous, and nervous." The patient denied testing on another device and reportedly self treated at approximately 8:30pm with an unknown type and amount of insulin. At the time of troubleshooting, the cca noted that the meter remote was not being used for the first time. It reverted to set up mode after the patient had removed the batteries; however, the device still reverted back to the set up mode after troubleshooting and the issue remained unresolved. Replacement products were sent to the patient. Although, the patient reportedly administered self-treatment of insulin, based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event. The patient's symptoms did not correlate with lfs's definition suggestive of a serious injury. However, this complaint is being reported because, the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a corroded battery contact and battery leakage. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.